Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the front therapy electrode. Distributor was advised the rash was about to open but there were no open wounds. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician suggested using destin cream. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.